Manufacturer narrative:
Calibration performed on 08-jul-2021 recovered signals within the expected range. Quality controls on 12-jul-2021 recovered within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ferritin value of < 0.500 ng/ml accompanied by a data flag. The sample was repeated, resulting in a value of 149 ng/ml. The ferritin reagent lot number was 535700, with an expiration date of 31-jul-2022.